Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had reservoir leak. It was also reported that the customer experienced the high blood glucose level. The customer¿s blood glucose level was 32 mmol/l. The leak was at the o-ring. The high blood glucose level of the customer was treated with the insulin pump. It was stated that the leak occurred during basal delivery. After troubleshooting, customer was advised the reservoir will be replaced. The reservoir will not be returned for analysis.